Event description:
The customer stated that the insulin pump had a blank display and a constant tone. Troubleshooting was performed and the constant tone continued. The reported blood glucose reading at the time of the call was 212 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display. The problem was isolated to the liquid crystal display board. No constant tone alarms were noted.